Manufacturer narrative:
PMA/510(k)#: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Off label use of sinus stenting with additional device.